Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an a adult female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram and echography diagnosed a perforation/migration of implant (seen as fallopian tube perforation), serious event due to medical importance and listed in essure's reference safety information. Fallopian tube perforation is a potential complication of essure's insertion or removal. In this present case, during exams to control essure position a perforation/ migration of implant was detected and 14 days after placement, bilateral salpingectomy was performed to remove essure. Given event's nature and lack of an alternative explanation this event was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from an adult female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced, pelvic pain, abdomen pain, and pain radiating to legs. She visited a gynecologist and had hysterosalpingogram and echography was performed for essure control position and perforation and migration of implant was detected. On (B)(6) 2012 essure and two fallopian tubes were removed. She has not recovered. Company causality comment:this spontaneous case report refers to an a adult female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram and echography diagnosed a perforation/migration of implant (seen as fallopian tube perforation), serious event due to medical importance and listed in the essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, during exams to control essure position a perforation/ migration of implant was detected and 14 days after placement, bilateral salpingectomy was performed to remove essure. Given the nature of events and lack of an alternative explanation this event was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.